Event description:
It was reported that the user experienced low glucose while using the ilet, with a fingerstick value of 75 mg/dl and additional readings in the low range, after announcing a meal earlier in the day and consuming a piece of bread shortly before contacting support; the user also reported drinking fruit juice the prior night. Symptoms included hypoglycemia. Outcomes included no hospitalization and successful self-treatment with oral glucose. Investigation included troubleshooting and education conducted by support. Investigation of this case revealed no device malfunction reported and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.